Event description:
It was reported that (2) devices were used during an open bowel resection. It was reported by the affiliate that the tlc55 was placed across the bowel. When the instrument was fired, the mechanism did not advance fully (approx 3cm). The cutter was then reloaded in attempt to transect the bowel again, and again the instrument would only partially fire (again this is clear from the reload enclosed with the tlc55). Another tlc55 instrument was used to complete the case. There was no consequence to the pt. The cartridge being returned is not the original cartridge, only the reload.